Manufacturer narrative:
Initial.

Event description:
It was reported that while starting a new glucose sensor, the patient unintentionally navigated to the ilet fill tubing screen and received an insulin fill tubing alert while still connected to the infusion set, but did not press and hold to initiate a fill and no insulin was delivered. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed an incomplete fill tubing sequence that was resolved by instructing the patient to disconnect from the body, prime until drops were observed, confirm completion, and then reconnect, after which the device functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup and use error.